Manufacturer narrative:
Parts requested from international distributor. Ac distribution panel. Parts requested for return.

Event description:
The international distributor reported there was a spark from the ventilator when trying to switch it on. The distributor service engineer replaced the distribution ac panel to address the reported problem.